Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative checked all voltages and reseated all connections at the node. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not boot up properly. No patient injury was reported.